Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reports to have unexplained high blood glucose even after bolus delivery. Customer's blood glucose was 273 mg/dl. Customer reports that it's possible to go to bed with blood glucose of 400 mg/dl and awake with blood glucose of 56 mg/dl. Customer was not able to performed high pressure test due to not having spare infusion sets. Customer would wait on blood glucose to lower and will call back if it does not lower.